Manufacturer narrative:
The reported event was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. The labelling already informs about that a temporary implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing ¿ e.g. But not limited to osteoporosis and / or diabetes and points out that an intra-operatively damaged implant is at risk for breakage. The labelling points out that product damage must be avoided. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a gamma3 trochanteric nail had broken in 1 web after an implantation period of approx. 6,5 months. Intra-operative material damage had significantly weakened the material in a highly stress applied area creating an incipient crack. After surgery, a remaining gap in the bone fracture site and additional high axial load application may have contributed to the event. High load application was introduced by the patient. Intra-operative material damage and a remaining bone fracture gap were regarded being user related. In case substantive information becomes available we reserve the right to reopen the investigation with root cause assessment.

Event description:
As reported: first surgery in (B)(6) 2019. The patient suddenly felt pain, so the patient visited the clinic on (B)(6). Image diagnosis revealed fracture of the nail due to false joint. (B)(6): re-operated to change to long nails. Upon removal, the nail was partially broken in front of the lag screw hole.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: first surgery in (B)(6) 2019. The patient suddenly felt pain, so the patient visited the clinic on (B)(6). Image diagnosis revealed fracture of the nail due to false joint. (B)(6): re-operated to change to long nails. Upon removal, the nail was partially broken in front of the lag screw hole.